Event description:
On 9/2/2022, it was reported by a sales representative via phone that qty. 2 of an ar-3636 self bunching kl 1.8 fibertak, shoulder had an issue. During a labral repair procedure for shoulder instability on (B)(6) 2022, after the surgeon had implanted the first soft anchors in the tissue, the fiberlink passing stitch broke about 4 inches before the loop ended. A second ar-3636 self bunching kl 1.8 fibertak, shoulder was implanted, and the same event occurred, the fiberlink passing stitch broke about 4 inches before the loop ended. Both anchors were left intact in the patient, the sutures that were sticking out above the anchor were cut back, and no piece of the anchors broke. The surgeon used 2 of the old-style anchors ar-3638, lot 14937153 and 14941481, to complete the procedure successfully with no impact to the patient, and the patient is fine to date. The complaint devices are not available for return, the remains were discarded. No credit was requested, the sales representative just wanted to report the complaint.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.